Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo, images and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post stent placement via the right common femoral artery, upon x-ray examination, the stent was allegedly found to be twisted at three positions and was found to be fractured in the left external iliac artery and the common femoral artery. It was further reported that considering the patency rate of the lumen, an additional stent was implanted into the stent for lumen support and post dilatation was performed using a balloon. Furthermore, the patient allegedly complained of pain and discomfort in the left leg. Reportedly, the stent was removed from the patient by an open surgery. There current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation. However, three images and two video files were provided for evaluation. The first photo is showing two explanted stents, lying in a kidney basin. One of these stents can be identified being a lifestent. The second and third image are x-rays of the pelvic lesion, showing two stents placed into each other. Based on the first video a twisted section of a placed stent, which was reasonably suggested being a lifestent is confirmed. The second video is a short angiogram of the pelvic region, showing a stenosed iliac artery. Based on files provided twisting of the placed stent is confirmed. The stent was used to treat an atherosclerotic occlusion and a thrombectomy device was used previously, the lesion was pre dilated. The stent was placed along with two additional stents of another brand, type, and diameter. Stent placement in an overlapping fashion may have been a contributing factor for the issues occurred. Based on information available, a twisted section of the placed stent is confirmed, while the alleged stent fracture could not be identified. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Based on version of the instruction for use potential complications and adverse events are addressed, such as surgical intervention, stent fracture or stent kinking and collapse. Correct handling of the device during deployment was found addressed, e.g., "confirm that the introducer sheath is secure and will not move during deployment. (...) Firmly hold the black system stability sheath throughout deployment." Regarding preparation the instruction for use states: "predilation of the lesion should be performed using standard techniques." And "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)". Regarding post dilation the instruction for use states: "post stent expansion with a pta catheter is recommended." Regarding overlapping stent placement, the instruction for use states: "if multiple stents are placed in an overlapping fashion, they should be of similar composition (i.e., nitinol). The safety and effectiveness of stent overlapping in the middle (p2) and distal popliteal artery (p3) has not yet been established." In addition, precautions were found addressed, e.g., "cases of fracture have been reported in clinical use of the lifestent¿ vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal, or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." H10: (expiry date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that sometime post stent placement via the right common femoral artery, upon x-ray examination, the stent was allegedly found to be twisted at three positions and was found to be fractured in the left external iliac artery and the common femoral artery. It was further reported that considering the patency rate of the lumen, an additional stent was implanted into the stent for lumen support and post dilatation was performed using a balloon. Furthermore, the patient allegedly complained of pain and discomfort in the left leg. Reportedly, the stent was removed from the patient by an open surgery. There current status of the patient is unknown.